Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Photographic analysis: on the images tissue is appreciated, two of them shows bleeding on the left side of the staple line, staples partially formed appears to be at the end of the cut. Video provided shows a ¿covidien device¿ that is cutting and cauterizing the tissue, at 7:23 mark a green cartridge can be seen, the device is closed and then is opened at 8:24 mark, without performing the fire, at 10:50 mark a green cartridge appears again, at 11:18 the firing and is performed and then continue with a blue cartridge, bleeding can be observed on the left side of the staple line, staples partially formed can be appreciated at the end of the cut, an unknown device is used at the 14:11 mark, this device is used to fire a reload however it does not seem to be an ethicon device, again is used four more times, the cut and the staple line appears to be in good condition, a ¿ covidien device¿ is again seen and cut is performed, to finished the procedure, suture is used over the staple line. Based on the video and the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Two pictures were provided; the pictures provided shows a blue cartridge with a p56y79 batch on the cartridge pan, the cartridge appears to be fully fired as the orange drivers are protruding on the cartridge deck. Based on the picture alone no conclusion could be reached on how the reported event occurred. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: I also wanted to update everyone that the green reload from the safety lockout was a flat deck reload as (B)(6) noted on friday. The blue cartridge used on the firing that was reported in the complaint was a gst blue reload. The first psee60a device locked out on the first firing attempt when loaded with an ecr60g. A new psee60a was pulled. The first firing with ecr60g was fine. The second firing, with an ecr60b there were malformed staples distally. The surgeon has done approximately 700 cases using gst. He used echelon flex powered with flat deck for several years prior to using the gst system (approximately 3000 cases). - he always uses a green reload for his first firing and then uses blue reloads for the remainder of the sleeve. - he never uses buttressing. - his first firing was approximately 3cm to 4cm from the pylorus. - female patient age (B)(6), bmi (B)(6). - no pulse firing. One continuous firing of the knife. - no noises were reported by dr. (B)(6) or any of the staff during the problematic firing. - the motor was not laboring during the firing. - no movement of tissue was noted - the shape of the staples was reported to be inconsistent. Some formed b's and some were open b's.

Event description:
It was reported that during a sleeve gastrectomy procedure the staple line was malformed after the second firing with a blue gst reload. The same issue occurred on the first firing with a second device and reload of the same product codes. Procedure was then completed with a covidien endo gia. It was unknown if there was any patient consequence.

Manufacturer narrative:
(B)(4). Batch # p57d8d. Device evaluation: the analysis found that one psee60a device (b) was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. In addition three gst60b cartridges reloads were received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information received from conversation with surgeon: the surgeon stated that no buttressing material was used and a 34 fr. Bougie was utilized in the procedure. He did not recall any issues or difficulties until he opened the device. A covidien device was used to complete the procedure. Dr. (B)(6) concern is since he likes to fire very close to the bougie, there are no other options when a stapler fails. The procedure video was reviewed and possible caused for the blue reload misfire were discussed. The surgeon stated that this was his first misfire in 70000 firings.